Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a high blood glucose event, which was treated with multiple daily injection with an infusion set fall off issue on (B)(6) 2025. The set had been in use for twenty four hours to three days.